Manufacturer narrative:
(B)(4)

Event description:
It was reported the marker band was damaged. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced. The closure device was deployed, but was recaptured several times. They attempted to re-deploy it, but it was unable to be deployed because the marker band was damaged. The delivery system was removed and exchanged for another one to complete the procedure. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was received deployed from the sheath and attached to the core wire. The device was bloody. The implant was microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, anchor damage, tip damage (flared/abrasions), and sheath damage (abrasions). The implant was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the marker band was damaged. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced. The closure device was deployed, but was recaptured several times. They attempted to re-deploy it, but it was unable to be deployed because the marker band was damaged. The delivery system was removed and exchanged for another one to complete the procedure. There were no patient complications and the patient's status is stable.